Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.

Event description:
It was reported that before an unk procedure, there was a steady tone with the handpiece. After the connection test on the generator, there was steady tone. Tried to connect three times, but received the same result. It was noticed that one of the blades was broken. It was not used on the pt. Another device was used to complete the case. There were no adverse consequences to the pt.